Event description:
Reporting status: serious injury - medical intervention - permanent damage. Reporting rationale: stent remains in patient anatomy, compressed in vessel wall. Device issue: stent dislodgement. It was reported that the circumflex lesion was predilated and then the xience was inserted, but it would not cross. Upon removal of the stent it dislodged in the circumflex and using the balloon of the stent delivery system, the physician tried to get the stent but could not. The physician then attempted to snare the stent, but this was unsuccessful. Finally, the physician used another stent and compressed the stent against the vessel wall. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. The inability to cross a lesion can be affected by, but not limited to, anatomical morphology, disease state, pre-dilatation strategy, device placement, and accessory device support. Causes for dislodgement may include improper or inadequate crimping at the time of manufacture, incorrect sheath size, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during prep, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. It appears that the dislodgement occurred during removal after an attempt to cross the lesion. A conclusive root could not be determined.